Event description:
As reported: "pt. Presented with a draining surgical-wound. Ts+ insert was swapped out as part of dr¿s I & d protocol. No complaints have been made against the implants themselves." Spoke to rep, who provided the revision usage sheet. A 5x11 ts insert was exchanged for another of the same catalog number.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.